Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering. Customer¿s blood glucose level was 98 mg/dl. Customer was treated with glucose for low blood glucose level. Then, customer¿s blood glucose level was 231 mg/dl. Based on low blood glucose level customer alleged over delivery for insulin. The insulin pump will be returned for analysis and reservoir will be returned for analysis.